Manufacturer narrative:
Other, other text: additional information: d5 and e4 are unknown. No information has been provided to date. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the operator was unable to inflate the cuff. A leakage was identified. The patient was re-intubated with another device. No patient injury or complications were reported in relation to this event.